Event description:
It was reported that the balloon ruptured. A 5.0mm x 40mm x 50cm athletis balloon was selected for use in a shunt percutaneous transluminal angioplasty procedure. The dialysis shunt was severely calcified. On the first inflation, the balloon ruptured at 10atm. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure. The physician noted that not only was the dilated site calcified but also the blood vessels were highly calcified as a whole. The physician suspected that inflation was not a direct factor, but the device may have torn during delivery.

Manufacturer narrative:
Pro code - additional product code: dqy.

Manufacturer narrative:
D2b: pro code - additional product code: dqy. Device eval by manufacturer: the athletis device was received for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that the balloon ruptured. A 5.0mm x 40mm x 50cm athletis balloon was selected for use in a shunt percutaneous transluminal angioplasty procedure. The dialysis shunt was severely calcified. On the first inflation, the balloon ruptured at 10atm. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure. The physician noted that not only was the dilated site calcified but also the blood vessels were highly calcified as a whole. The physician suspected that inflation was not a direct factor, but the device may have torn during delivery.